Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. It was noted that the lp was defective and could not be used for implant on (B)(6) 2026. The procedure was completed using an alternate lp. The patient's status was unknown.